Event description:
Dr was performing an indigo laser treatment of the prostate. During the 7th site, the laser indicated that the fiber had a "black body." Staff attempted to wipe the connector off with a soft cloth and attempted to use it again, but the same signal came up. Staff opened another fiber and completed the procedure. There were no adverse events reported as a result of the malfunction.